Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. No water flow due to a clogged water solenoid, wrong or missing water filter affecting water quality.

Event description:
While using a g136 scaler, the insert was getting hot; no injury resulted.